Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic and the left ventricular lead exhibited loss of capture. The output was increased and capture resumed. The patient would be monitored.